Event description:
At about 10 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised all components to revision components and the surgery completed successfully.

Manufacturer narrative:
Batch review performed on 28-dec-2023, lot 2210918: 24 items manufactured and released on 21-sep-2022. Expiration date: 2027-09-07. No anomalies found related to the problem. To date, 23 items of the same lot have been sold with no similar reported case during the period of review. Additional implants involved in the event, batch review performed on 28-dec-2023. Gmk-sphere 02.12.0023l femoral component sphere cemented size 3+ l (k140826) lot. 2215962. Lot 2215962: 36 items manufactured and released on 19-oct-2022. Expiration date: 2027-10-09. No anomalies found related to the problem. To date, 32 items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.12.0314fl tibial insert fixed sphere flex #3/14 mm l (k121416) lot. 187216, lot 187216: 30 items manufactured and released on 03-jan-19. Expiration date: 2023-12-11. No anomalies found related to the problem. To date, 19 items of the same lot have been sold with no similar reported case during the period of review.